Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received several motor error alarms. Alarms were reported to have happened during bolus and priming. Customer's blood glucose at the time of alarm was 179 mg/dl. It was advised that insulin pump would need to be replaced. No further information provided.